Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 123-year-old patient (gender unknown), the device failed to discharge. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. A review of the device log indicates that the device was charged but did not discharge despite two shock button presses however there was no indication that the shock button was pressed and held until shock was delivered. The r series operator's guide (pn: 9650-0912-01) (rev: ya) specifies the correct procedure: "press and hold the illuminated shock button on the front panel (or simultaneously press and hold both paddle shock buttons) until energy is delivered to the patient. The defibrillator will discharge with the next detected r wave. If the shock button is released before the next detected r wave, the device will not discharge." The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.